Manufacturer narrative:
Device was used for treatment, not diagnosis. Mcmillan, k., and et al. (2017) experiences in performing posterior calvarial distraction. J craniofac surg, 00: 00-00. This report is for unknown - synthes craniomaxillofacial distraction system/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. Part # is unknown, 510k is unknown the investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article mcmillan, k., and et al. (2017) experiences in performing posterior calvarial distraction. J craniofac surg, 00: 00-00. The purpose of this article is a retrospective review of all posterior distraction procedures performed and the author¿s experiences in the use of posterior distraction. The study was performed between october 2006 and september 2015. The study included 50 patients, which consisted of 31 boys and 19 girls with a medium age of 17.7 months (range, 4 months to 19 years). Patients are currently on lifelong follow-up, with the longest follow-up period to date is 10 years. This is report 10 of 13 for (B)(4). This report is for an unknown - synthes craniomaxillofacial distraction system and refers to one (1) patient (female) had lambdoid protrusion and infection right distractor.